Event description:
A pt reported experiencing inaccurate erratic results with a surestp meter. Pt's blood glucose readings were 385 mg/dl, 288 mg/dl, 229 mg/dl, and 213 mg/dl. Tests were done 20 mins apart. Pt did not experience any adverse events. No further info is reported.